Event description:
It was reported that the catheter leaked at exit site one week post insertion. The line was removed and discarded.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.